Event description:
(B)(4). It was reported that the charge nurse from room 20 alleged that about 10 mins into a case, a screw from the plastic ceiling cover fell into the sterile field. It was reported that the screw did not fall into the surgical site, but that it landed on the drape near the site, approximately 30 centimeters away. Attempts are being made to obtain pt info, however, there were no reported adverse consequences.

Manufacturer narrative:
(B)(4). Pt info was not available at the time of this report. Further attempts are being made for this info. Catalog and serial numbers were not available at the time of this report. Further attempts are being made for this info. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2010. Device MFR date was not available at the time of this report. Further attempts are being made for this info. Eval summary: during on-site inspection of operating room 20, the technical support representative noticed that a screw was missing from the plastic ceiling cover above the area where the operating room table was located. During the inspection, the charge nurse (B)(6) reported that a screw had fallen during a case approx 30 centimeters away from the surgical site. There were no reported adverse consequences; however, there is a risk of serious injury if a non sterile object enters the sterile site. The root cause is currently unk. In this case, the technician replaced the screw and inspected and tightened all screws and fasteners on all the boom covers. This type of non conformance will be monitored and trended for adverse consequences. This is not a single use device.